Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of x mg/dl compared to readings of x mg/dl respectively obtained on a x and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was x days. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 52.00 mg/dl compared to readings of 152.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Sensor was damaged during de-casing and unscannable. An extended investigation was performed. Visual inspection was performed using digital microscope. Excessive damage to the sensor housing was observed. Additionally, cracks on the pcb (printed circuit board) were observed near the molex. To confirm the functionality of the returned sensor. The sensor was attempted to scan using evm (evaluation module), however was unsuccessful due to the damaged on the sensor. Further testing for smu (source meter unit) test, poise voltage test and temperature test is unable to be further conducted. It was determined that the damage on the pcba, which occurred during de casing would prevent the sensor from completed functional testing in extended. This issue will be closed to unable to test due to the sensor inability to communicate with the sensor. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. This also serves as a correction report. Section b5 (describe event or problem) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.